Event description:
Customer reported unexpected negative reactions with crrs(3) when testing a patient sample containing anti-d on the echo. Testing was performed during validation of the instrument. Repeat testing on the other echo resulted as positive(1+ , 2+). No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention capture-r ready screen (3), lot r033, used by the customer at the time of the event. The returned sample was tested on an in-house echo; it exhibited no reactivity with cell I (r1r1), 3+ reactivity with cell ii(r2r2) and no reactivity with cell iii (rr). The sample was tested by tube hemagglutination test using selected d-positive and d-negative cells from panocell-20, lot 03227 with immuadd as the potentiator. A room temperature incubation was included in two sets of parameters. In the first set, no reactivity was observed at the immediate spin and room temperature test phase. In the second set, no reactivity was observed at 37c and +w reactivity was observed with d+ reagent red cells at the indirect antiglobulin test. The sample was insufficient for further investigation.